Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, no delivery and is experiencing high blood glucose levels. The customer¿s blood glucose level was 430 mg/dl at the time of the incident. The customer was assisted with no delivery trouble shooting and was found the infusion site was occluded. The customer was assisted with motor error trouble shooting. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was assisted with high blood glucose trouble shooting. The customer states feeling dizzy, nausea and headache. The customer states not feeling well enough to continue high blood glucose trouble shooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer will receive a pump and will send back out of warranty pump.